Event description:
The patient reported that their pump shut down completely on two separate occasions, interrupting insulin therapy. There was no reported adverse impact to the customer¿s blood glucose level. The customer declined follow-up troubleshooting with tandem technical support, therefore no additional information could be obtained.